Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. During the inspection, it was found that e315 error (light processor error) reported due to liquid invasion in the plug unit. After drying the plug unit, the image restored to normal.

Event description:
It was reported, the flex video scope exhibited no image. There were no reports of patient harm.